Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button is difficult to press and the customer has to exert excessive force in order to activate screen display. The customer's blood glucose level was 269 mg/dl. The customer applied more pressure to the wake button to address the issue.